Manufacturer narrative:
The t:slim x2 basal iq user guide states: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Customer reported that intermittent occlusion alarms occurred. Customer reported using fiasp insulin and using cartridges as long as 7 days. Cts informed customer that the system is indicated for use with novolog or humalog u-100 insulin only and cartridge should be changed every 48-72 hours as recommended by healthcare provider. The customer's blood glucose was 500 mg/dl. Customer reverted to manual injections for insulin therapy.